Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp (omsc) received a literature titled "feasibility and utility of transbronchial cryobiopsy in precision medicine for lung cancer: prospective single-arm study". The literature reported the result of 121 lung cancer patients of the transbronchial biopsy and transbronchial cryobiopsy procedure using olympus bronchovideoscope bf-1tq290, bf-1t260, bf-260, bf-f260 or bf-p260f and non-olympus device from february 2016 to february 2018. In the subject case, there was 5 cases of pulmonary infection. Omsc will submit 5 medical device reports (MDR) depending on the event.